Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the pulmonary vein isolation (pvi) was performed with the pulsed field ablation catheter, and the cavotricuspid isthmus (cti) was done with another manufacturer's radiofrequency (rf) catheter. Tachycardia was induced when another manufacturer's electrophysiology (ep) catheter was being used, and the patient's blood pressure dropped to 40. Intracardiac echocardiography (ice) confirmed the presence of pericardial effusion. Drainage was performed and the patient left the room one hour later. The case was completed. No further patient complications have been reported as a result of this event.